Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 05/28/2025. A skin reaction was reported following the insertion of a wearable device into the patient's arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction characterized by redness and pimples across the entire patch area. The patient sought medical attention on the same day, and a physician prescribed oral doxycycline to treat the reaction. Dexcom technical support contacted the patient on (B)(6) 2025. However, the patient was uncooperative during the call, became confrontational, and ultimately disconnected the call. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with redness, and pimples, under entire patch area. The patient contacted a doctor on (B)(6) 2025 and the skin reaction was treated with a prescription of an oral antibiotic, doxycycline. At the time of the report the patient had not yet started taking the medication. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.